Event description:
It was reported that a needle through a catheter occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "the problem encountered is: "the catheter pierces/tears during the placement at the mobilization of the mandrel (the mandrel pierces the catheter). Problem occurred at least at two times for reference 381384 (lot 8213945) and one time for reference 381823 (lot 8352543)." This complaint captures the occurrence for lot# 8352543.

Manufacturer narrative:
Investigation summary: although units were not returned for investigation, 2 photos were provided for observation of this incident. The photos shown a catheter/adapter and needle/hub portion of a 22ga unit without the protective needle cover, which revealed the needle tip was piercing through the tubing wall. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual/microscopic: observed the needle tip was piercing through the catheter tubing wall near the tip (tip spear thru). There were no other anomalies or damage observed. Conclusion(s): relationship of device to the reported incident: indeterminate although confirmation of needle through catheter, as stated in the pir, was identified or confirmed based on the observation of the photos provided for this incident, a root cause could not be established.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through a catheter occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "the problem encountered is: "the catheter pierces / tears during the placement at the mobilization of the mandrel (the mandrel pierces the catheter). Problem occurred at least at two times for reference 381384 (lot 8213945) and one time for reference 381823 (lot 8352543)." This complaint captures the occurrence for lot# 8352543.